Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 1:00pm. The patient manages her diabetes with self-adjusting insulin. The patient stated that she took more food/drink on (B)(6) 2015 at 4:21pm in response to the alleged product issue. The patient claimed to have developed the symptom of "shaking" four hours after the alleged product issue began; however she denied that she received any treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, there was no indication of product misuse, the meter did not turn on when the power button was pressed, based on information provided, the battery did need replaced, the meter did not turn on when a new test strip was inserted, the correct test strips were being used and the patient did not have a new battery to insert into the subject meter. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "shaking" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.